Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified eccentric mid-distal right coronary artery to posterior descending that was 99% stenosed. For pre-dilatation a 3x15mm traveler rx balloon was inflated once at 7 atmospheres for 10 seconds when it ruptured. The device was removed. A cutting balloon was used to complete pre-dilatation and a xience stent was implanted to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.